Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent removal of a prior mesh due to vaginal prolapse, rectal prolapse, enterocele, sui . It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, pop, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal scarring and incontinence.